Event description:
Boston scientific received information that this right atrial lead was found to have dislodged one day post implant. The lead was repositioned and later thought to have dislodged once again. There were high thresholds and muscle stimulation noted as well. A second revision procedure is scheduled, where an active fixation lead will be used.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.